Manufacturer narrative:
(B)(6) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact at the facility reported that during the stent-assisted coil embolization of an unruptured aneurysm at the right-vertebral artery the physician implanted an enterprise stent (enc402300/10499884) to the target site; however, the proximal stent markers of the vrd did not expand. A neuroform stent (details unknown) had been implanted a year ago but the aneurysm re-canalized with a size of 8.5 x 8.6mm. Approaching from left-vertebral artery (va) through the va union, the physician advanced a prowler select plus (lot unknown) to right-posterior inferior cerebellar artery (pica). Then, he started implanting a coil (model unknown). When the coil was almost implanted, he pulled down the prowler select plus to the right-va and implanted the enterprise2 vrd (enc402300/10499884). The device was attempted to be implanted in two ways. The catheter placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the catheter to deploy the device. The deployment of the device was also attempted by pushing it out of the end of the catheter. The proximal stent markers of the vrd did not expand although he prodded with an excelsior sl-10 microcatheter (details unknown) and chikai 14 guidewire (details unknown.) After that, 2 coils (details unknown) were added. The procedure was completed without a further issue. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. Nothing unusual was noted about the system prior to use. There was no difficulty during introduction of the catheter over the guidewire prior to the attempted use of this device. It is unknown whether the catheter was exchanged. The product will not be returned as it is implanted. No further information is available.